Event description:
A distributor in (B)(4) reported via a fisher & paykel healthcare representative that a crack was detected on an mr290u autofeed humidification chamber prior to use. No pt consequence occurred.

Manufacturer narrative:
(B)(4). This complaint mr90u chamber has only just been returned to fisher to fisher & paykel healthcare for inspection. Our investigation process is currently underway. We are not yet in position to provide our results and conclusion. Our f/u report will be submitted as soon as possible following completion of the investigation.